Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the suggested event most likely occurred due to a defective printed circuit board. Olympus will continue to monitor field performance for this device. Updated fields: h2, h3, h6, h11.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had scope error e217. There were no reports of patient harm.